Manufacturer narrative:
The reported field experience of impedance anomaly could not be confirmed. The rv setscrew was not returned for analysis. After replacing the missing setscrew, normal high lead impedance values were measured during testing. It is possible that the out of range impedance measurements resulted from an intermittent connection issue between rv setscrew and the lead's rv df-1 connector, but without return of the missing rv setscrew, a completed analysis could not be performed.

Event description:
After implant, high lead impedance was observed. Patient also developed a large hematoma. The pocket was reopened and the connections were rechecked. While unscrewing the leads, it was noted that a setscrew came out of the connector block. Hence, the device was replaced.